Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a bent distal end, a deformed inner coil 2 cm distal to the is 1 connector pin and cuts into the insulation 19 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough root cause analysis of the lead did not show further deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information become available, this file will be updated.